Event description:
It was reported that the customer's insulin pump had a blacked out segment on it's display screen. The customer's blood glucose level was 180 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of her insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).